Event description:
It was reported that the patient presented to the emergency department after having ventricular tachycardia (vt) episodes. The device delivered an appropriate shock. Upon interrogation, a small variable r wave was observed, and found the ventricular fibrillation therapy assurance (vfta) was activated. Device reprogramming was made when the patient presented to the clinic a few days later. There were no adverse health consequences, the patient was stable.